Event description:
The patient fractured their femur. The patient already had a total hip (secur-fit max) implanted on the side that the fracture occurred. Dr. (B)(6) took off the femoral head, and explanted the stem. He then cabled the femur and implanted a restoration modular cone/conical stem with a new femoral head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.